Event description:
A high reading issue was reported with use of the adc device. The customer received unspecified high sensor scan results compared to readings obtained on another adc device and experienced a loss of consciousness. No treatment was reported. There was no report of death or permanent impairment associated with this event. A sensor reading of 250 mg/dl was compared to another adc device's reading of 25 mg/dl. The results when plotted on a parkes error grid fell into the e zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.